Manufacturer narrative:
Additional manufacturer narrative: there can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation. Depending on the severity of the leaflet immobility/leaflet restriction, it may not require intervention or it may require intervention. In this case, the valve was explanted due to aortic aneurysm and the preoperative echocardiogram demonstrated regurgitation due to restricted motion. As the device was not returned for evaluation at this time, the root cause for the event remains indeterminable. However, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. If new information is received, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 27mm aortic valve was explanted after an implant duration of 8 years and 1 month due to aortic root aneurysm and moderate regurgitation. The explanted device was replaced with a 27mm aortic valve. Per obtained medical records, the patient presented with symptomatic bradycardia and complete heart block and a permanent pacemaker was implanted. Preoperative echo showed moderate regurgitation due to restricted motion. The patient also developed an 8.1cm aortic root aneurysm secondary to chronic aortic dissection. The patient underwent a redo aortic root replacement using a composite valve-graft (27mm valve within a 34mm dacron graft). The old bioprosthesis was removed and pannus was resected. The new valve was implanted and the patient was transferred to the ICU in stable condition. The patient was discharged on post-operative day four.

Manufacturer narrative:
Evaluation summary: moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 11 mm on leaflet 1 on the outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9 mm on leaflet 1 on the inflow aspect. The free margin of leaflet 1 was folded toward the outflow aspect and created a gap in the central coaptation region. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Xray demonstrated wireform intact. Wireform was exposed at the outflow aspect of commissure 1. Customer complaint of regurgitation was visually confirmed through leaflet folding from host tissue overgrowth. Host tissue/pannus is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the pannus remains indeterminable. However, it is likely that patient related factors and progression of the underlying valvular disease pathology contributed to the event.